Event description:
It was reported to philips that the device failed co2 test. There was no report of patient involvement.

Event description:
It was reported to the philips that the device failed co2 test. There was no patient involvement

Manufacturer narrative:
The bench technician evaluated the device and found it failed co2 testing. The device needs a co2 module. Based on the conclusion of the investigation, it was determined that this was a malfunction of the co2 module. The co2 module was replaced and the device passed all testing. The device was returned to the customer. There is no indication of a systemic problem. No further investigation or action is warranted.